Manufacturer narrative:
Two devices were returned and evaluated. The evaluation result is as follows: two devices were received and evaluated for the complaint regarding the needle button released event. All devices were inspected, and the needle mechanism functions were tested and were verified.

Event description:
The patient reported that on (B)(6) the needle button popped out midway into use while patient was giving a bolus delivery click. The patient stated that the needle button popping out has been occurring many times over the past 6 months but patient could not provide a specific amount. The patient mentioned that she presses on the needle button as a whole.